Event description:
It was reported that bd insyte-n yel 24ga x 0.56in needle went through the catheter it was reported by the rn that upon inserting an ivc size 14 the plastic which inserted into the vein was split so the sharp went into the skin but the plastic split and did not follow the guidewire into the vein. Device has been saved for qa.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.